Manufacturer narrative:
Exact date unknown, event occurred three years ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional and was not able to be charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.